Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The reporter indicated that the alleged meter issue started on an unspecified date/time in october 2008. As a result of the alleged issue, the reporter claimed that the pt developed symptoms of dizziness and lightheadedness 5-6 months later. In addition, the reporter alleged that the pt was hospitalized and received IV fluid treatment (unk contents) sometime this year because of the alleged meter issue. The reporter also mentioned that some of the pt's medications were "removed." It is unk if the pt's blood glucose was tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes mgmt regimens, why the pt was hospitalized, what the IV fluid treatment was for, and if his blood glucose was tested during the hospitalization. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, what actions he took before he was hospitalized, what date/time the alleged issue began, and if the pt was able to test his blood glucose on another device during the time of concern. The reporter did not have test strips while speaking to the one touch customer advocate (otca). Therefore, no troubleshooting was completed. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt was hospitalized and received IV fluid treatment 5-6 months after the alleged meter issue began.